Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2008 and mesh was implanted. Beginning a few days after the procedure, the patient experienced pudendal nerve neuralgia damage, urine infections, vaginal infections and bowel problems. The mesh was removed on (B)(6) 2009. No additional information was provided at this time.